Manufacturer narrative:
The event occurred in (B)(6). The device was confirmed for reading in the wrong units of measure.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states aviva combo saved blood glucose results in the meter memory as mmol/l. No adverse event reported. Requested return of suspect device.